Event description:
It was reported that on (B)(6)2022 ] a 16mm amplatzer septal occluder was chosen for implant. During implantation, the device was deployed and was taking a cobra formation. The device was then recaptured and removed from the patient. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer septal occluder was chosen for implant. During implantation, the device was deployed and was taking a cobra formation. The device was then recaptured and removed from the patient. There were no reported adverse events. Subsequent to the previously filed report, additional information was received that there was no angulation or kink noticed in the delivery system. The delivery system was unknown. It was unknown if there was a replacement device. The patient remained hemodynamically stable throughout the procedure. The patient status was unknown.